Event description:
Devilbiss healthcare was notified on (B)(6) 2022 of a complaint involving a model 7314p-d vacu-aid qsu portable suction device. The patient's mother stated she was using unit to suction her son when it "stopped working." She stated that she "removed the hoses" and determined the unit was not producing any suction. This was no report of any illness, injury or medical treatment associated with the complaint. Devilbiss healthcare is currently performing a product evaluation and will file update as soon as additional information becomes available. We are filing this complaint in abundance of caution.